Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 620 mg/dl. Customer went to the hospital on (B)(6) 2017 at 6 am. Customer was wearing the insulin pump and they were still in the emergency room since the night before. Customer experienced diabetic ketoacidosis and they had a bent cannula. Customer advised they would call back to troubleshoot.